Manufacturer narrative:
Addition to h.6: device code. Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Upon visual inspection, the following abnormalities were observed: deformation of the frame due to explant, pannus/host tissue growth around the valve frame, and calcification on the valve leaflet. Additionally, x-ray imaging revealed further calcification. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint of calcification was confirmed based on the evaluation of the returned device. Available information suggests that patient factors, such as diabetes mellitus, likely contributed to the event, as noted in the patient's medical history. Calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, leading to the calcification of cells. Various patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and pharmacological interventions, such as renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 4 months post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the valve failed due to aortic stenosis. The next week, the valve was explanted, and a surgical valve was implanted.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Sections b.4, b.5, g.3, g.6, and h.11 have been updated. Corrections have been made to b.7, h.6: clinical code and device code. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the paravalvular leak is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Event description:
Additional information was received from the field clinical specialist (fcs). As reported by the fcs, approximately 4 years and 4 months post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient presented with chest pain and shortness of breath. A transesophageal echocardiogram showed aortic stenosis with moderate paravalvular leak. The ejection fraction was 50-55%, the mean gradient was 35 mmhg, and the vmax was 4.05 m/s. All other valves were normal. The device was explanted, and a surgical valve was successfully implanted. The patient was discharged home.